Event description:
It was reported a patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the polyethylene bearing. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.